Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet not coapting typically would result in regurgitation. Regurgitation of bioprosthetic valves may be, depending on the severity, indication for re-operation and replacement of the valve, which increases the risk for post-operative mortality. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21 mm valve underwent a valve-in-valve procedure due to prolapsed leaflet. Implant duration of the pre-existing surgical valve was approximately four (4) years, eight (8) months. Pre-procedure echo revealed mean gradient of 16 mmhg and mean velocity of 186.0 cm/s. The leaflets were mildly thickened, and the anteriorly positioned cusp appeared to have a focal area of prolapse/buckling with severe aortic regurgitation. The tavr was performed with a 23 mm valve. The patient tolerated the procedure well with no reported complications. Post-procedure echo revealed a well-seated valve with trivial ai and normal pressure gradients across the tavr valve. The patient was discharged on pod #1.